Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately three weeks post-implant of the lvad, the hospital made a decision to exchange the lvad with another lvad as the device would not unload the left ventricle and the patient was experiencing significant aortic insufficiency (ai) and hemolysis. The hospital also suspected thrombus in the device. Additional information provided to the manufacturer indicated that initial inspection of the explanted pump by the surgeon appeared to indicate that the internal wires in the percutaneous lead may have been damaged.